Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with tandem technical support, it was discovered that the insulin gauge was accurate. The customer¿s blood glucose (bg) level was approximately 40 mg/dl. The customer maintained that the cause of the low bg was due to the insulin gauge issue. Customer consumed juice and/or glucose shots to address bg.